Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission revealed the right ventricular lead increased impedance. The patient presented to the clinic on 09/19/13 and the lead exhibited unacceptable thresholds. A chest x-ray did not reveal any anomalies. The lead was capped and replaced.